Event description:
The issue occurred with a battery charger, kpa0101-gb and as reported from the customer the member of staff picked up the charger to move it and the back came away. The staff member touched the live terminals on the circuit board and rec'd a shock and blister to end of one finger. Ref # 91419652-2013-00126.